Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for about a week they have been seeing a message on their controller that says settings not available. Caller stated they have tried resetting the controller but that hasn't resolved the issue. Caller added that the implant battery is not holding a charge as well. Caller noted that they used to charge the implant every day, but now they have to charge it twice a day. Caller also mentioned that they feel like it's still working, but not as much as it did before because they're having a lot more back and side pain. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and have the message cleared.